Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 580 mg/dl while wearing the pod on their abdomen for an unknown duration. The patient reported they sought medical attention due to high bg levels. The patient reportedly was hospitalized for 2 days and was treated with insulin. The diagnosis was not reported, and the patient could not recall the date of the medical event. There were no further details provided. Attempts have been made to retrieve additional information but to date have been unsuccessful. If additional details are provided, a supplemental report will be submitted.